Event description:
On (B)(6) 2013 - it was reported by the consumer that the mvps custom mechanical wheelchair wheel locks were not holding the unit still enough for getting in and out safely. There was no patient injury reported.